Event description:
A cracked and shattered touchscreen was reported on the customer's pump, making it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and the customer reverted to using an alternate insulin delivery method via multiple daily injections (mdi). Instructions on putting the pump into storage mode were provided, and the customer was advised to return the faulty pump within 10 days using a prepaid label.